Manufacturer narrative:
Concomitant medical products: addrl1 implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for impedance. Impedance was found to have dropped and low impedance was also noted. The rv lead remains in use. Intervention is planned for lead revision. No patient complications have been reported as a result of this event.